Event description:
It was reported that the patient had gone to the hospital due to the controller not turning on. The patient's blood glucose levels were not provided in the report. The patient did not provide information about any symptoms or duration of the hospital visit but did state that the nurse treated the issue with a tandem pump. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.